Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaks at the septum. The following information was provided by the initial reporter, translated from chinese to english: intravenous puncture of a 20g indwelling needle, after successful puncture and connection of the liquid infusion, found that the end of the indwelling needle rubber stopper oozing blood, oozing fluid after replacing the indwelling needle, the infusion was reinserted and no abnormality was found.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of leakage at the septum is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause.